Event description:
(B)(4). For 5 months after the procedure I had menstrual bleeding and cramping. After that I suffered from heavy menstrual cycles with increased pain. I experienced painful symptoms after sex, to the point of passing out from the pain. Feels like someone is stabbing a knife into my cervix and twisting it around. I have hair loss with is unexplained with normal test results. I have leg and foot cramps, lack of pleasure or feeling or pleasure during sex. I sweat a night which I never had before. My periods are also irregular. I have back pain as well as dizzy spells.